Manufacturer narrative:
Unique identifier (UDI): (B)(4) - the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. This event is two of two for the same patient on consecutive treatments.

Event description:
A peritoneal dialysis (pd) patient¿s nurse called technical support requesting to call the patient back due to alarms received during treatment for the last 2 days. Upon follow up with the patient by tech support, it was reported that the patient had encountered 2 fluid leaks at the end of the treatment on two consecutive days, allegedly being a result from punctures in the cassette. The patient had used manual supplies to complete the treatment on both days. Upon additional follow up with the pd nurse, it was determined that the patient had not encountered any adverse events as a result of these two events. No antibiotics were prescribed as prophylactic and no effluent culture test was performed. The cassette tubing set in question was discarded. The cycler was replaced and the patient is back performing continuous cycler peritoneal dialysis (capd).